Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0212729479, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) was ¿starting to extrude through the skin.¿ though the patient noted they had undergone a surgery in (B)(6) 2019 to bury the ins deeper in their tissue, the patient stated that over six months it had come near the surface again. The patient underwent further surgery at the time of report to remove the entire system. It was noted that while the device did not appear infected on the surface, once the surgeon opened the device pocket, the ¿surgeon thought it may be infected.¿ the patient¿s ins and lead were removed and discarded and a new ins and lead were to be implanted on the other side. The issue was considered resolved at the time of report. The patient was noted to have had good symptom control with the device and was alive with no injury at the time of report. There were no further complications reported or anticipated.